Event description:
Hyperglycaemia [hyperglycaemia], the piston rod did not function very well and the pen did not injected the wanted dose [device malfunction]. Case description: this serious spontaneous case from (B)(6) was initially reported by a consumer and later confirmed by a pharmacist as "hyperglycemia" beginning on (B)(6) 2019, "the piston rod did not function very well and the pen did not injected the wanted dose" beginning on (B)(6) 2019, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from (B)(6) 2019 due to "type 1 diabetes". Patient's height: (B)(6), patient's weight: (B)(6), patient's bmi: 24.0340. Medical history included type 1 diabetes (since 2008). Concomitant products included - fiasp (insulin aspart) solution for injection, 100 u/ml, tresiba penfill 100 u/ml(insulin degludec) solution for injection, 100 u/ml, glucophage(metformin hydrochloride), 1000 mg ongoing, novopen echo the patient used novopen echo (hvgm014) bought on (B)(6) 2019 with fiasp penfill. Patient used tresiba penfill with another novopen echo. On (B)(6) 2019, the patient experienced hyperglycemia from 2.60 g/l to 3.50 g/l. The reporter suspected a quality defect and reported that the piston rod did not function very well and so the pen did not inject the wanted dose which provoked an increase of the glycaemia. Comparison was made with an old pen. Fasting glycaemia on (B)(6) 2019 was 3 g/l. On (B)(6) 2019, the defective novopen echo was discontinued and started using another pen (not specified). Action taken to novopen echo was reported as product discontinued. The outcome for the event "hyperglycemia" was unknown. The outcome for the event "the piston rod did not function very well and the pen did not injected the wanted dose" was not reported. This case was re-classified from non-serious to serious device case on 08-mar-2019 upon follow-up due to the addition of the seriousness criteria "life-threatening" and "medically significant" for the events "hyperglycemia" and "the piston rod did not function very well and the pen did not injected the wanted dose". Reporter comment: the reporter assessed the causal role for hyperglycaemia with novopen echo as probable. The patient took the product previously and it was tolerated (provided by the hospital during an hospitalization).

Event description:
Case description: investigation results: novopen echo: batch hvgm014-6. Visual and functional examinations were performed. The piston rod was hard to retract. This is due to the piston rod being exposed to foreign dry matter, e.g. Dried insulin. Microscopic examination was performed. Dry foreign matter was observed on the piston rod. Foreign matter on the piston rod has no influence on the dose accuracy of the pen. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The fault was caused by accidental damage during use of the device. Since last submission the case updated with the following information: investigation result updated. Manufacturer comment updated. Narrative updated accordingly manufacturer comment: 09-apr-2019: one suspected novopen echo was returned to novo nordisk a/s for investigation. The investigation disclosed that the piston rod was hard to retract. This is due to the piston rod being exposed to foreign dry matter, e.g. Dried insulin. The fault is caused by accidental damage during use of the device. Microscopic examinatione revealed foreign matter on the piston rod. Foreign matter on the piston rod has no influence on the dose accuracy of the pen. Device evaluated by MFR continued: evaluation summary: novopen echo: batch hvgm014-6. Visual and functional examinations were performed. The piston rod was hard to retract. This is due to the piston rod being exposed to foreign dry matter, e.g. Dried insulin. Microscopic examination was performed. Dry foreign matter was observed on the piston rod. Foreign matter on the piston rod has no influence on the dose accuracy of the pen. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The fault was caused by accidental damage during use of the device.